Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted in an attempt to direct stent a 95-100% lesion in the proximal right coronary artery. It was not possible to cross the severely calcified target lesion, therefore, the stent delivery system was removed from the patient. The target lesion was then pre-dilated with an unknown size ptca balloon. The stent delivery system was re-inserted, however, it still was unable to cross the lesion. Upon removal, the stent dislodged from the delivery balloon onto the guidewire. A 1.5mm diameter ptca balloon was inserted into the undeployed stent and inflated to partially expand the stent. Subsequently, a 3.0mm diameter ptca balloon was then inserted and inflated to fully deploy the stent proximal to the target lesion. A second s7 stent was then deployed proximal to the previously deployed stent. After pre-dilation again, a third s7 stent delivery system was inserted. The stent dislodged from the delivery balloon upon removal at the sheath and remains in the patient's arterial vasculature. There was no further treatment to the target lesion. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the stent not crossing the target lesion. The instructions for removal of an undeployed stent were not followed likely contributing to the stent dislodgement. Separate medwatch reports have been submitted for the s7 stents that dislodged in this event.